Event description:
It was reported that the battery remaining in this device has decreased from 82% in march down to 16% at the last follow-up in april. The patient recently had radiation therapy near to the pulse generator. A review of device downloaded memory was done by technical services. The battery voltage is dropping at an accelerated rate, but not in a manner consistent with the premature battery depletion advisories. The root cause in unknown. Technical services advised the device should be replaced or reassessed within 2 weeks time. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the battery remaining in this device has decreased from 82% in march down to 16% at the last follow-up in april. The patient recently had radiation therapy near to the pulse generator. A review of device downloaded memory was done by technical services. The battery voltage is dropping at an accelerated rate, but not in a manner consistent with the premature battery depletion advisories. The root cause in unknown. Technical services advised the device should be replaced or reassessed within 2 weeks time. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. Next, the analysis focused on the battery. The decrease in the battery remaining calculation occurred after the device was exposed to radiation therapy. No issues were found with the battery itself. Analysis found a discrepancy between the internal battery measurements verses the actual battery voltage. No issues were found with the battery calibration features that control the internal battery measurements. Analysis concludes that the issue was induced by exposure to radiation therapy which can affect the circuitry.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the battery remaining in this device has decreased from 82% in march down to 16% at the last follow-up in april. The patient recently had radiation therapy near to the pulse generator. A review of device downloaded memory was done by technical services. The battery voltage is dropping at an accelerated rate, but not in a manner consistent with the premature battery depletion advisories. The root cause in unknown. Technical services advised the device should be replaced or reassessed within 2 weeks time. There were no adverse patient effects. The device remains implanted.